Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Technical support (ts) guided the customer through trouble shooting via phone, without the unit being returned. The customer was advised to hold the recorder against the patient's chest for two minutes, but it continued to flash red and yellow. Explained that this indicated a transmission error and walked the customer through the steps to pair a second recorder with the capsule. However, the second recorder did not detect the capsule¿s ID number. Suspected that the capsule stopped transmitting. It was reported that the bravo capsule failed to attach to the patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: fgs-0634, fgs-0634 recorder bravo cf reflux (serial#: (B)(6); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#: 64845f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus. The second capsule failed to pair to the new recorder; the recorder was still showing the first capsule's ID. It then displayed the number "1", and the lights on the recorder were blinking, indicating an active connection. So, the second capsule was placed on the same procedure and it attached successfully. Upon rechecking the recorder in the recovery room, the number "1" was no longer visible on the screen, and the light was blinking red and yellow. Another recorder was used to complete the procedure. There was no patient or user harm.